Event description:
It was reported that the patient experienced difficulty charging their implantable neurostimulator (ins) after turning the device off for about two months due to pain and a shocking sensation. An overdischarge was suspected and when the 'antenna locate' feature of the recharger was used on the ins, a 'power on reset' (por) condition was seen and cleared, after which normal charging took place. The patient reported 'falling all the time' due to their back surgeries and noted that her 'whole back' was swollen. Additional information was received from the company representative two weeks later that reported the patient's ins displayed another por condition, which was cleared. Four days later, the patient outcome was reported as 'doing great.' The company representative reported the patient's ins was reprogrammed and all impedances were normal. The device was also fully charged. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 74002 lot# n251260 implanted: (B)(6) 2011 explanted: na; product type pocket adapter product ID 3888-33 lot# v340247 implanted: (B)(6) 2011 explanted: na; product type lead product ID 3888-33 lot# v508181 implanted: (B)(6) 2011 explanted: na; product type lead product ID 37752 serial# (B)(4); product type recharger product ID 37743 serial# (B)(4); product type programmer, patient product ID 37092 lot# 271910001; product type external antenna product ID 3708220 serial# (B)(4) implanted: (B)(6) 2011 explanted: na; product type extension product ID 355531 lot# n286643 implanted: (B)(6) 2011 explanted: na; product type screening device. (B)(4).